Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source via a company representative regarding a patient who was receiving morphine of an un known concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that they believe the patient may be experiencing a volume discrepancy with their pump. When they pulled the drug out of the pump, they got back a substantial amount than expected. The company representative was unsure of the exact volume, but it was thought that they should have got back 2cc's but got back 10cc's from the pump's reservoir. The issue started in (B)(6). The date (B)(6) 2025 is considered an approximate date of event (specific month and year known only). The healthcare provider performed a dye study, during which it was difficult to push the dye through the system. Although they were eventually able to inject the dye, they initially suspected an obstruction within the catheter. After completion of the dye study, the provider felt that the obstruction should have been cleared, but the issue appeared not to be resolved. The patient had experienced signs of inadequate pain relief since that time, despite no alarms appearing on the pump, and the pump logs were appearing normal. The company representative was unsure if the patient had experienced any falls but stated, "probably not." They expressed concern that the catheter may be kinked and mentioned that the plan is to replace the pump next month. It was considered that it would be reasonable to consider obtaining an x-ray to evaluate for catheter kinking or dislodgment. A volume discrepancy chart to assist in further review of the patient's pump performance over time was requested. No further issues were reported at the conclusion of the call.

Event description:
Additional information was received from a healthcare provider (hcp) via company representative (rep) reporting that the pump did not stay secure with the anchors and the pump segment was tangled. To resolve the volume discrepancies the pump segment was replaced and the pump was securely anchored. The hcp was able to aspirate and received great flow of cerebrospinal fluid resolving the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via company representative. It was reported that at the time of this report no troubleshooting has been performed, but an exploratory surgery had not occurred yet. It is expected that a planned pump replacement is set to occur on (B)(6) 2025 where the healthcare provider will explore for catheter kinks/occlusions and replace the catheter if needed at that time. The cause of the volume discrepancy has not been determined.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.